Manufacturer narrative:
Cosman engineering team evaluated the remaining inventory of rfk-c101020 s from the same lot g301 and there was no non-conformance found. Additionally, the facility sent the remaining six cannulas in unopened pouch from the same box on nov 14th, but the suspect needles were not sent, and there was no non-conformance found on the remaining needles. Related medical device was evaluated.

Event description:
The facility reported that the patient exhibited 3 burns on her back. She feels itchy and has the red spots at the location. She is currently doing ok but will keep documentation of herself.

Manufacturer narrative:
At this time we are unable to provide any additional information on the cause of the burn due to the product not being returned to (B)(6) medical. We are continuing to pursue the return of the product for complaint evaluation. Photo was sent to (B)(6) and it shows red spots but not burns. Looks like result of needle punture or allergic reaction. Inspection of product in-house shows that all units in lot were manufactured correctly. Device not returned to company.

Event description:
The facility reported that the patient has three burns. She currently feels itchy, and has the red spots in the area. The location was on her lower back and the patch was on her calf as well.